Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be safe for use in the t:flex pump.

Event description:
It was reported that occlusion alarms occurred. Customer reported using u-500 insulin. Tandem customer technical support informed customer that u-500 is off label per the user guide. Customer's blood glucose was greater than 500 mg/dl. Elevated blood glucose (bg) was addressed with correction bolus via the pump and manual insulin therapy. Customer went to the emergency room for elevated blood glucose. Customer was treated with intravenous fluids of saline and insulin. Treatment did not resolved the issue, however, there was no permanent damage. Customer was released on (B)(6) 2021.